Manufacturer narrative:
The reported event of could not tighten the setscrew to connect the lead was confirmed. Analysis revealed the setscrew had been screwed out of the connector block socket and was lying sideways across the connector block socket. The physician was making incorrect wrench insertions into the setscrew inset. The corners of the wrench were being forced down and wedged into the inset walls. This stuck the wrench in the setscrew. When the physician was removing the wrench out of the device the stuck setscrew was being removed with it. As the wrench was pulled out through the septum, the setscrew dislodged, falling sideways across the block, such that it cannot be engaged and unable to be screwed back into the block or tightened onto a lead. The setscrew anomaly was consistent with having occurred during the procedure. This is a user related anomaly.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the setscrew of the pulse generator had stripped and was unable to be rotated and connect the lead. The pulse generator was not used, and a new pulse generator was implanted. The patient was stable throughout the procedure.